Event description:
It was reported that during production with bd plastipak 20ml luer lok "plastic" foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from french to english: I am contacting you regarding a defect found on a bd plastipak 20 ml syringe (ref 300629). During production, we found a piece of plastic in the barrel of the syringe.

Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, a piece of plastic was observed inside the syringe. The piece was evaluated and found to be a broken piece from another device. A device history review was performed for lot 2304726, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Retained samples of the same lot were used for additional evaluation. The products were visually inspected and no foreign matter or broken pieces were observed. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment, causing the piece to fall into the syringe reported.

Event description:
It was reported that during production with bd plastipak 20ml luer lok "plastic" foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from french to english: I am contacting you regarding a defect found on a bd plastipak 20 ml syringe (ref 300629). During production, we found a piece of plastic in the barrel of the syringe.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.